Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve leaflets were received in the closed position. Hardened remnants of coagulated bloody host material were noted along the carbon component likely contributing to the restriction in leaflet mobility. The valve was cleaned using isopropyl alcohol (ipa) and a cotton tipped applicator and retested. After the valve was cleaned, the leaflets appeared to move without difficulty. The leaflets appeared intact with no evidence of damage such as cracks and/or surface anomalies. The orifice, inflow and outflow valve hinge mechanisms appeared intact with no evidence of damage. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional analysis/conclusion: visual inspection of both leaflets and the orifice showed some remaining amounts coagulated blood material around the notches of the leaflets and sphere/stops of the orifice. There were no visual defects to the pyrolytic carbon that would indicate poor leaflet movement. The evidence shows that the carbon met all visual manufacturing specifications. Dimensional results were pulled from the components device history records (dhrs) to verify all critical dimensions met specification during production. Additionally, functional testing and gap inspections were performed, results showed that all dimensional manufacturing specifications were met. There is no evidence that the carbons dimensions played a factor in the poor leaflet movement reported in the customer complaint. A review of the DHR was performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The cause of the leaflet motion could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this aortic mechanical valve, the 20mm sizer indicated that a 20mm valve would fit. The valve seated well into the annulus and was sutured into place. Upon removal of cardiopulmonary bypass (cpb) and return of the patient's heart beat, ventricular fibrillation was present. Defibrillation was performed, but the heartbeat would not convert to normal sinus rhythm. Transesophageal echocardiogram (tee) revealed poor leaflet motion of the mechanical valve. The patient was placed back on cpb, and the aortic valve was inspected. The surgeon attempted to adjust the valve to obtain proper leaflet motion, but this was unsuccessful. As a result, the valve was explanted and replaced with a valve of the same size and model. Inspection of the explanted valve did not reveal a clear reason why leaflet motion was impaired.